Event description:
It was reported that the insertable cardiac monitor (icm) device was no longer implanted. The patient provided the implant site did not heal and the icm device fell out of their body. No other devices have been implanted at this time. The device is not expected to be returned. No additional adverse patient effects were reported.